Event description:
It was reported that a spectrum pump alarmed air-in-line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of air-in-line alarms through te history log, but could not reproduce it during eval. Eval found the lower reading on the ultrasonic sensor to be below spec, which can make the pump more sensitive to air-in-line alarms. The upstream sensor was calibrated to correct this condition.